Event description:
The customer reported the device failed to display when powered on. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device failed to display when powered on. There was no adverse pt impact. The customer was advised that this device is out of support life. The device has been out of support life since 12/31/2006. This device was manufactured in june 1996. Parts and service are no longer available for this device. Based on the customer's report, we will consider this to have been a malfunction. The specific cause of the customer's reported symptom can not be determined.